Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was moved from the right to the left due to a medical condition. Attempts to obtain additional information regarding the specific reason were unsuccessful. The pacemaker was repositioned but remains in service. No additional adverse patient effects were reported.